Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05640, 2134265-2015-05641, 2134265-2015-05838. It was reported that an increase in an existing pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. Before the procedure started, a moderate pericardial effusion was noticed. Two 27mm watchman laa closure devices and two watchman access systems were used. After the second recapture with the second watchman laa closure device, the pericardial effusion became bigger. The procedure was stopped and a pericardial drainage kit was used. They drained 7 x 60cc syringes of blood from the patient and reinjected via a venous femoral access. After 40 minutes, the pericardial space was cleared of the effusion. The patient was stable; however, the laac procedure was not completed.